Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis characterized by cloudy peritoneal effluent fluid. The events warranted antibiotic therapy, and the transition back to capd. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s). The cause of the peritonitis was attributed to one of two events. First, the patient admittedly did not wear a mask on several occasions during his vacation. Second, after encountering drain complications, the patient disconnected and reconnected the drain bag(s) several times out of frustration. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius device or product deficiency or malfunction caused or contributed to the serious adverse event(s) experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced peritonitis. The pdrn stated that the date of the event was unknown. A culture was performed, and the bacteria grew a staph. The patient stated that they may have forgotten to where the mask, but they are unsure about the cause of the peritonitis. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the was advised not to go on vacation one week after completing ccpd training, however the patient did regardless. The patient returned from vacation on approximately (B)(6) 2019 and was evaluated at the outpatient dialysis clinic for cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures were obtained and returned positive for gram-negative staphylococcus aureus. A cell count was also performed and revealed an elevated white blood cell (wbc) count, however the results were unavailable. The patient was treated as an outpatient and prescribed intraperitoneal (ip) ceftazidime and cefazolin 2 grams every five days for two weeks. The pdrn stated the cause of the peritonitis was one of two events. The patient admitted to not wearing a mask on several occasions during his vacation. Additionally, after encountering drain complications, the patient admittedly disconnected and reconnected the drain bag(s) several times out of frustration. The pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s), drug(s) or product(s). Due to the patient¿s non-compliance, the pdrn has transitioned the patient back to continuous ambulatory peritoneal dialysis (capd) so further education can be provided before returning to the liberty select cycler. The patient is recovering from the events.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.